Event description:
The customer had an issue with calibration and qc and received questionable low ca calcium results for approximately 85 patient samples. Data was only provided for one patient sample as an example. The initial result was 7.3 mg/dl and the repeat result was 9.7 mg/dl. The erroneous results were reported outside of the laboratory and corrected reports were issued. The patients were not adversely affected. The r1 reagent lot number was 21595801 with an expiration date of 31-may-2018 and the r2 reagent lot number was 27071301 with an expiration date of 31-dec-2018. The customer replaced the reagent and primed the system. They performed routine daily maintenance today and cleaned the probes and nozzles. The field service representative found an issue with the rinse mechanism flow and adjusted it. He determined the analyzer ran to specifications. The customer ran calibrations and qc and was satisfied with the results.

Manufacturer narrative:
A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site. Trending was performed on this type of complaint and no abnormal trend identified during the past 90 days.